Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was incorrectly filling cartridge with an insulin pen. Tandem technical support educated the customer regarding the loading process. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer.